Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-01179. The pt received his scs system, including an ipg and surgical lead, on (B)(6) 2008. It was reported that the pt complained of bulkiness and irritation from the ipg. The pt reported that he felt painful stimulation in the right ribs and abdomen; he reported no falls or heavy lifting. Reprogramming efforts were unsuccessful at resolving the issue. X-rays showed that the lead had migrated. The physician explanted and replaced the ipg and lead on (B)(6) 2011. The ipg was replaced with a small model, and the lead was replaced with a different model surgical lead. The explanted devices will not be returned to the MFR for analysis. F/u on the pt found no further issues reported.